Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: knob wire strands were broken by fatigue fracture caused by repeated manipulation of forceps elevator. Knob wire raised by brushing around the forceps elevator or by repeated attachment/detachment of distal cover. The event can be detected by following the instructions for use which state: IFU states the detection method in evis lucera jf/tjf type 260v operation manual chapter 3 preparation and inspection. We could not specify root cause of the suggested event. Olympus will continue to monitor field performance for this device

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited a broken knob wire. There were no reports of patient involvement.